Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5037968) on 06-feb-2015. The most recent information was received on 16-jul-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pains') in a female patient who had essure (batch no. B82470) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("severe, chronic migraines"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), back pain ("back aches"), fatigue ("general fatigue") and feeling abnormal ("brain fog"). The patient was treated with surgery (laproscopically vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, migraine, arthralgia, back pain, fatigue and feeling abnormal outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, fatigue, feeling abnormal and migraine to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5037968) on 06-feb-2015. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pains') in a female patient who had essure (batch no. B82470) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("severe, chronic migraines"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), back pain ("back aches"), fatigue ("general fatigue") and feeling abnormal ("brain fog"). The patient was treated with surgery (laparoscopically vaginal hysterectomy). At the time of the report, the abdominal pain, migraine, arthralgia, back pain, fatigue and feeling abnormal outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, fatigue, feeling abnormal and migraine to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. 8 further ae case reports have been received to date with the referred batch, but none of them refer also to similar adverse types of events. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received surgery information and reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.